Event description:
The device was returned to the service center with a report from the customer contact that the device mechanism was broken from an attempted repair of the door lever assembly. This does not indicate a reportable malfunction. However, during verification testing at the service center the mechanism was received with the regulator opener removed, the regulator closer damaged and unseated and the chassis cracked.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.